Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Found a piece of tampon left inside vaginal canal, had lodged itself inside of me [foreign body in reproductive tract]. Smell - vagina [vaginal odour]. Found a piece of tampon product left inside vaginal canal [device breakage]. Consumer contacted via e-mail and stated that she found a piece of the tampon product left inside of her vaginal canal. No serious injury was reported.